Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: testing outside of recommended environmental conditions.

Event description:
Consumer reported complaint for high glucose control test results. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Glucose control test performed by customer during call on (B)(6) 2015 produced result of 329 mg/dl. Control test not within acceptable range of 181 to 245 mg/dl. Control level one lot# 3l1a95 manufacturer's expiration date is 05/31/2016 and open date is 11/24/2015. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 01/30/2017 and open vial date is 11/24/2015. The meter memory recalled for test results performed (date / time not set): (B)(6). Adverse event not reported.